Event description:
The customer reported an aspirate probe drip issue to beckman coulter inc (bec) involving the coulter lh 500 hematology analyzer. Three to 4 drops of fluid leak out of the aspirate probe at the end of each cycle. The leak is contained to the instrument. The customer was wearing a lab coat, gloves, and eye glasses when observing the drip. There are no reports of any injuries or exposures to the laboratory personnel. No erroneous results were generated. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The beckman coulter field service engineer (fse) visited the site and inspected the system. The fse replaced the probe wipe air cylinder and verified proper probe wipe alignment. The fse suspected the probe wipe vacuum lines were restricted when the blood sampling valve (bsv) module was recently installed and he rerouted and redressed all the module lines. The probe wipe was no longer dripping and proper vacuum was present at the rinse block. The repair was verified and the system met published performance specifications. (B)(4).